Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphopl asty due to primary osteoporosis (compression fracture- l2). It was reported that an inflatable bone tamp (ibt) ruptured during balloon expansion (pre-rupture volume ~3 cc); no fragment remained..  Cement was filled at l2; no treatment or additional surgery was pe rformed due to the eventthere were no patient symptoms reported. There were no further complications reported regarding the event.